Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer visited the ER due to a low blood glucose event. The customer did not want to talk to anybody regarding the incident. No products were returned or replaced.